Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Rv oversensing noted on technical services screen captures.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: dtba2d4, implantable cardioverter defibrillator, (B)(6) 2013; 4193, implantable pacing lead, (B)(6) 2008; 1888tc, competitor implantable pacing lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that noise was detected with the right ventricular (rv) lead. The physician discovered during fluoroscopy that the rv lead came into contact with an inactive lead in the patient. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.